Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ventricular safety pacing was occurring intermittently due to crosstalk. The patient was stable and did not suffer any inhibition of pacing. Programming changes were made and the issue of atrial pacing being seen on the ventricular channel was resolved.